Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented with symptoms of hemolysis on (B)(6) 2016. The patient was admitted with elevated lactate dehydrogenase (ldh) and plasma free hemoglobin levels. On patient examination, no neurological changes, no dark urine, and no lvad alarms were noted. At the time of the event, the patient's anticoagulation therapy included aspirin and warfarin. An echocardiogram showed the aortic valve opening with every beat. The patient was empirically started on IV bivalirudin and hemolysis markers were closely monitored. After treatment with bivalirudin and an increase in the set pump speed, the patient was discharged home in stable condition with a stable ldh level in the 400¿s u/l. The patient was upgraded to 1a (b) status on the heart transplant list due to threatened pump thrombosis. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported elevation in the patient's lactate dehydrogenase and plasma free hemoglobin levels could not be conclusively determined. The device remains in use supporting the patient and was not available for evaluation. Device thrombosis and hemoylsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.